Event description:
The customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 520 mg/dl. The customer stated that she changed her set the night before the event, and the next morning she awoke with high blood glucose levels. The customer stated that she changed her infusion set again, and since then her blood glucose level has been normal. Troubleshooting was performed, and the insulin pump passed the prime test. The customer was sent a tubing clamp, and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.